Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120286.

Event description:
It was reported that the patient's atrial lead exhibited noise that was reproducible with isometrics. There were no patient consequences.